Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed at approximately 74 mm from the terminal pin; three segments were returned. Visual inspection revealed that the trilumen insulation was abraded through to the rs- lumen and webbing damage was noted between the rs- and distal high voltage (hv) lumen. Additional explant-related damage was observed, including cuts to the insulation, a stretched and bent helix, and a missing drug collar on the lead tip segment. This type of insulation damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported low impedance measurements were likely the result of the lead insulation damage observed by the laboratory.

Event description:
It was reported that since early 2016 this right ventricular (rv) lead had exhibited low, out-of-range pacing impedance measurements of less than 150 ohms. A procedure was performed on (B)(6) 2017 and this lead was explanted and replaced. The explanted lead was held by the hospital until now, and the lead is expected to be returned for laboratory analysis. No additional adverse patient effects were reported.